Manufacturer narrative:
The involved esu was not made available for an evaluation. However, no anomalies were found in the device history record (DHR) of the involved device. Based upon the provided information, it doesn't appear that there was any erbe equipment problem that would have caused or contributed to the event. Per the description of the incident, most likely once diathermy was applied, combustion occurred due to the presence of flammable disinfectants and/or their vapors that were around an/or on the electrode, gauze, and/or drapes. There are warnings in the erbe esu user manual addressing these issues (i.e., not to use flammable disinfectants or if using a flammable disinfectant, it must be dry/completely evaporated prior to activation.). Also, the manual warns that active and/or hot instruments can cause a fire. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a thyroidectomy. The esu was a part of the da vinci surgical system. No information was conveyed to erbe regarding the accessories used with the esu/system or the generator's settings. Per the reported information, after electrocoagulation of a small subscapular arteriole in the previously cleaned/disinfected surgical wound, there was a sudden increase in heat on the active electrode and the gauze. Therefore, the surgeon dropped them on the serving table. Nevertheless, a fire on the gauze and the surgical drapes ensued, which was quickly extinguished. However, in the patient's axilla (or armpit), along the attachment of the surgical drapes, there was a burn/lesion. To address the necrosis, additional treatment was provided (note: no specific details were provided in regard to the severity, size, etc. Of the burn or how it was treated.).